Manufacturer narrative:
In this report, these sections: adverse event/product problem, type of complaint, and health impact grid have been updated.

Manufacturer narrative:
The manufacturer previously became aware of a user of a rep dreamstation auto CPAP device. The manufacturer previously reported receiving information alleging particles in the water chamber and cannot breathe properly since that day. She stopped using the device for 4 days already. She changed the filters and water chamber and washed the hose once a week after noticing the particles in the water tank. The patient was asked to send pictures of the filters and chamber that have the particles but water was already thrown before she called. She said that if it happens again, she will send a picture. The device was evaluated by the manufacturer's product investigation laboratory (pil) and was not able to confirm customer complaint. The manufacturer is submitting this report as non-reportable event. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of a user of a rep dreamstation auto CPAP device. The patient alleged tan particles in the water chamber and cannot breathe properly since that day. She stopped using the device for 4 days already. She changed the filters and water chamber and washed the hose once a week after noticing the particles in the water tank. The patient was asked to send pictures of the filters and chamber that have the particles but water was already thrown before she called. She said that if it happens again, she will send a picture. Device was not yet returned for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in the water chamber and cannot breathe properly since that day. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an missing air inlet filter, unknown brown residue in the iso port and on the blower motor seal. They observed unknown white and black contamination at the air inlet of the blower box, unknown white dust-like contamination was on top and bottom of the blower motor and unknown brown specks contamination inside the bottom of the blower box and they observed black dust-like contamination on the inside of the bottom of the enclosure. Evidence of mineral deposits on and inside blower motor indicate possible water ingress. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, was unable to confirm the customer's complaint and was unable to address the symptoms specified. Section-h has been updated.